Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was intended to be used in the ampulla and duodenum during an endoscopic retrograde cholangiopancreatography (ercp) and cannulation of the ampulla procedure performed on (B)(6) 2022. Prior to the procedure, the nurse took the device out from the package and laid it flat. When the tip was bowed to inspect the device, the cutting wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the cutting wire was broken and kinked.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.